Event description:
Home health nurse called to reprogram pump with new rates that was just changed for slower infusion: pump has error 20 " lithium battery". Batteries were changed but did not resole issue. There was no delay in therapy. Nurse will be able to infuse dose 1: today via gravity. No medical intervention required. And pump will be sent back to pharmacy for maintenance. Pt. Is scheduled to infuse dose 2 on wednesday (B)(6) 2026. Indication: chronic inflammatory demyelinating polyneuritis. Replacement scheduled.